Event description:
Boston scientific received information that high shock impedance measurements were observed on an unknown tachy device and right ventricular lead through the remote monitoring system. No actions were taken since the high shock impedance has dropped slightly. Ventricular tachycardia (vt) ablation was being considered. Attempts to obtain additional information were unsuccessful. Evidence suggest that the device and lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.